Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing sound quality issues. External equipment has been exchanged and programing adjustments have been made; however, the issue did not resolve. Revision surgery has been scheduled.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was kinked and an electrode was broken by the pt ball. Photographic imaging inspection confirmed a broken electrode within the array. System lock was verified. The device passed some of the electrical tests performed. The scanning electron microscopy (sem) revealed evidence of mechanical damage to the wire ends of an electrode. The device passed the mechanical tests performed. The reported complaint of an open circuit was confirmed during the analysis of this device. Sem analysis revealed mechanical damage to the wire ends of an electrode. This older device configuration is not currently manufactured. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient reportedly experienced decreased performance. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.